Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer blood glucose level was 275 mg/dl at the time of incident and the current blood glucose of the patient was 58 mg/dl. Customer treated with glucose tablets. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. Customer does not use auto mode. Customer alleges pump was over delivering. The insulin pump will not be returned for analysis.